Manufacturer narrative:
(B)(4). This is the final report submitted regarding this surgical event and medical device.

Event description:
Disengagement of glenosphere from baseplate. Revision surgery done on (B)(6) 2015: the loose glenosphere was taken and replaced by a new one. Because the baseplate was fixed very well, the surgeon didn't want to revise this (also because of health of patient).

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Disengagement of glenosphere from baseplate. Revision surgery done on (B)(6) 2015: the loose glenosphere was taken and replaced by a new one. Because the baseplate was fixed very well, the surgeon didn't want to revise this (also because of health of patient).